Event description:
On (B)(6) 2012, a neurotherm employee received a call from a facility stating that a patient had been burned at the location of the grounding pad. The grounding pad was placed at the back of leg thigh. There were no kinks reported in the grounding pad. When the pad was removed, a burn mark was noticed. Patient was treated by silverdene cream and dressing.